Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of a journal article titled, "postoperative periprosthetic fractures in patients with an exeter stem due to a femoral neck fracture: cumulative incidence and surgical outcome", which addressed the cumulative incidence and the outcome of surgically-treated postoperative ppfs in patients with femoral neck fractures treated with a total hip arthroplasty or hip arthroplasty using an exeter stem and biomet cobalt mv with gentamicin bone cement. The study was conducted with a consecutive series of patients operated during 1998-2010 due to a non-pathological femoral neck fracture using an exeter stem. Patients were followed until 2012, or death. A total of 2757 patients were identified and included in the study. Of these patients, 63 sustained a postoperative ppf that was treated surgically. The majority of the vancouver b1 and c fractures were treated using orif, whereas most of the b2 fractures and the only b3 fracture were treated with stem revision. Three patients were subsequently re-operated upon due to fracture-related complications; all b2 fractures were treated with orif or stem revision. (Total 44 patients treated with orif and 19 patients with stem revision.)

Manufacturer narrative:
Additional information received indicates that the fracture events referenced in the journal article were not related to biomet cement or biomet product. Therefore, please disregard the report associated with this MFR number.